Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter was severely stretched on it proximal shaft at 4.7cm distal to the strain relief. The catheter outer shaft had been separated and the inner braided tubing was severely stretched. The catheter proximal and distal lumens as well as the coating were found within specifications. Information available indicated that the resistance was encountered during removal of the renegade microcatheter from its hoop dispenser. Based on analysis and the information available, it is probable that the observed damages occurred due to handling of the device during unpacking. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed detachment of the microcatheter's shaft. There was no patient involvement.

Event description:
Analysis of the device revealed detachment of the microcatheter's shaft. There was no patient involvement.